Event description:
It was reported that a spectrum pump under infused during therapy in the general patient ward. When bag is half empty says infusion complete. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device passed accuracy test and delivered within range. Event details and an event occurrence date were not provided, however a review of the last days of customer use in the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.